Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. Additional information received: product can¿t be received. Product isn¿t available for investigation. It is retained by the customer.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per video evaluation: the video shows an ils device on hands of user and the knob is moved in both address and the trocar remain in home position. It is possible that the orange indicator was not fully out the safe green firing range; caused that the trocar is not deployed. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: the case was on (B)(6) 2019. ¿when I turn the closing trigger the instrument does not reflect, the anvil cup does not move. The anastomose was not completed, the made the colostomy because they did not have another instrument to make anastomosis.¿ what were the indications for surgery? I did not understand the question. What surgical procedure was performed? Lap low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? N/a. Was the issue experienced right out of the packaging? Or, after the device was used on the patient? After using on the patient. Were they initially able to extend the trocar? Yes. Were they able to close the device? If so, was the device difficult to close? Were they able to close within the gap setting scale? They were able to close the device, no difficulties during closing, and everything was ok with the gap setting scale. Was the device fired? If the device fired, was it able to be opened? How was the device removed from the patient?the device did not fired, they did not manage to open it, and they had to cut the part of anastomoses above and below by the scissors and remove the instrument. Was the tissue unusually thick? No. Is the colostomy temporary or permanent? The doctor are not sure, it depends! What other options were considered before performing a colostomy? The doctor said that he had no any other option than make the colostomy. What is the current status of the patient? In recovery process.

Event description:
It was reported that during a low anterior resection, intra-op rod of tool didn`t extend and device didn`t closed (with organs and without it). At the moment, tool closing lever is spinning idle. Patient was given a colostomy.